Manufacturer narrative:
Additional information provided in d.10., h.3., h.6., and h.10. The product was returned for analysis and straight leading haptic was observed. Additional observations were as follows: the device was returned loose in the carton. The lens stop and the plunger stop have been removed. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger and the lens have been advanced at the wound guard. The leading haptic is extended straight. The plunger position is acceptable. The correct nozzle confirmed on the device. No problems are observed with the returned device. The plunger, lens and haptic positions are acceptable. The leading haptic was straight. Straight leading haptics are not a product malfunction. This is an acceptable position per the diagrams provided in the dfu. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that an intraocular lens (iol) implant was faulty. Additional information has been requested.